Manufacturer narrative:
The investigation was performed using the information which was submitted with the initial complaint as no electronic device log or further information were made available for investigation. The provided error code 16.6221 indicates that the ventilator has measured an excessive pressure (peak) during inspiration. Possible root cause could be a strong coughing of the patient, a faulty motor assembly or a parameter change from a very high pmax value to a very low value during inspiration. The device reacted as specified for the detected pressure peak with an autonomous shutdown of the ventilator and alarmed audibly and visibly while autonomously changing to man/spont mode. In this case manual ventilation remains possible. As the reboot of the device has solved the symptom it is assumed that a faulty motor seems to be unlikely to be root cause. Due to the fact, that no more information was available the root cause for the reported symptom could not be determined exactly. But no hint for a device failure was found. The device was tested and was returned to use with no further problems reported.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped 3 times and the machine alarmed for 'vent fail'. There was no patient injury reported.